Event description:
This ra lead was implanted on (B)(6) 2003 and was capped and replaced on (B)(6) 2013 for an unknown reason. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).